Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject underwent elective placement of relaypro nbs on (B)(6) 2020 for the treatment of thoracic aortic aneurysm. Device assessment at end of procedure reported placement of a patent stent with no deficiencies. Subject was discharged (B)(6) 2020 (pod02) to pre-operative living conditions. On (B)(6) 2020, subject attended early follow-up visit with imaging performed and no noted findings. Further follow-up visits and imaging on (B)(6) 2020, (B)(6) 2022 and (B)(6)2023 performed with no findings and patent relaypro nbs reported. On (B)(6) 2023, the subject was reported to have a type iii endoleak at the connection between two thoracic stents. Further, on (B)(6) 2023, the subject required a reintervention to implant a bridging tevar stent to treat acute thoracic pain caused by an endoleak (type iii) between 2 tevar stents. On (B)(6) 2023, the adverse event of endoleak type iii was reported with an outcome of death. The investigator assessed the ae of endoleak type iii as not related to the initial procedure or relaypro nbs device but related to the subjects pre-existing condition. A device deficiency was reported for the relaypro nbs as a malfunction with a description of type iii endoleak, dislodgement between 2 tevar stents. The investigator indicated this deficiency was a serious adverse device effect (i.e., it could have resulted in subject death, injury or hospitalisation or was it otherwise medically significant in the opinion of the investigator). Further information and imaging requested." Patient outcome: "patient died (B)(6) 2023."

Event description:
"Subject underwent elective placement of relaypro nbs on (B)(6) 2020 for the treatment of thoracic aortic aneurysm. Device assessment at end of procedure reported placement of a patent stent with no deficiencies. Subject was discharged (B)(6) 2020 (pod02) to pre-operative living conditions. On (B)(6) 2020, subject attended early follow-up visit with imaging performed and no noted findings. Further follow-up visits and imaging on (B)(6) 2020, (B)(6) 2022 and (B)(6) 2023 performed with no findings and patent relaypro nbs reported. On (B)(6) 2023, the subject was reported to have a type iii endoleak at the connection between two thoracic stents. Further, on (B)(6) 2023, the subject required a reintervention to implant a bridging tevar stent to treat acute thoracic pain caused by an endoleak (type iii) between 2 tevar stents. On (B)(6) 2023, the adverse event of endoleak type iii was reported with an outcome of death. The investigator assessed the ae of endoleak type iii as not related to the initial procedure or relaypro nbs device but related to the subjects pre-existing condition. A device deficiency was reported for the relaypro nbs as a malfunction with a description of type iii endoleak, dislodgement between 2 tevar stents. The investigator indicated this deficiency was a serious adverse device effect (i.e., it could have resulted in subject death, injury or hospitalisation or was it otherwise medically significant in the opinion of the investigator). Further information and imaging requested." Patient outcome: "patient died (B)(6) 2023."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.